Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump felt from the roof and it has a big crack. It was stated that the drive support cap was coming out. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with severely cracked and broken case. The insulin pump had a missing display window, missing motor, cracked battery tube threads and reservoir tube lip.